Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the patient was re-implanted on (B)(6) 2018 post infection. The original system was removed. No further complications were reported or anticipated.